Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power, the o-ring was missing from the battery cap and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up #2 10/26/2016 device evaluation: the pump has been returned to animas and evaluated on 10/04/2016 with the following findings: the returned battery cap and a test cap were unable to attach securely to the pump. The returned battery cap was found to be damaged. There was corrosion observed in the battery compartment. The pump failed a leak test as a result of a battery compartment crack. There were multiple pump reboot events observed in the pump¿s black box on the date of the complaint. The pump was unable to be run on a 24 hour basal program due a blank display screen. There was evidence of moisture on the internal components of the pump.